Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: eib mardelle, powering down at random times during procedure. Per additional information, there was loss of image for 2 minutes. The probable root cause/s could be capture card failure or software failure. The failure mode will be monitored for future reoccurrence.